Event description:
It was reported that an ilet user experienced a hypoglycemic event with a blood glucose of 53 mg/dl and then overtreated with oral carbohydrates, resulting in hyperglycemia up to 326 mg/dl. Symptoms included hypoglycemia, hyperglycemia, confusion or disorientation, dizziness, shaking or tremors, and hot flashes or flushing. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.